Event description:
It was reported that the alcohol connector to the alcohol tank on the endoscope reprocessor was broken and needed replacement. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the olympus field service engineer went through troubleshooting on behalf of the customer, and proceeded to replace the broken blue alcohol connector. Test cycles were completed with no errors, and the unit is back in proper working condition. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, the device was evaluated by a field service engineer and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the lock lever on the alcohol connector was damaged due to impact by hitting something hard or accumulation of repeated excessive stress. The event can be detected/prevented by following the instructions for use (IFU): chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.